Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was asleep when the patient¿s husband received an alert on the follow app that the patient¿s cgm value was low. The patient¿s husband was unable to wake her up as she was unresponsive. The patient¿s cgm was reading 60 mg/dl, and the bg meter was reading 21 mg/dl. Emergency medical services was called and they transported the patient to the emergency room. At the ER, the patient¿s cgm was reading 58 mg/dl, and the bg meter was reading low mg/dl. The patient was treated with an unspecified IV, and the patient regained consciousness after about an hour. The patient requested to be sent home as she was already ¿feeling better¿. At discharge, the patient¿s cgm was 80 mg/dl, and the bg meter was reading 130 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.